Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The battery compartment was found to be cracked. Evidence of contamination was found under the contrast and up arrow contacts; the down arrow button contact was found to be inverted. The keypad cover had been returned torn. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure, damage to the battery compartment, contamination under key contacts, and an inverted key contact. This report is made based on results of investigation completed on 01/08/2014. There was no adverse event associated with this complaint.